Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received an erroneous glucose result for one patient tested with accu-chek inform ii meter serial number (B)(4). A venous sample from the patient was tested using a laboratory method, resulting as 234 mg/dl at 4:17 a.m.. At 6:36 a.m., a fingerstick sample from the patient was tested on the meter, resulting as 516 mg/dl. At 6:38 a.m., a fingerstick sample from the patient was tested on the meter, resulting as 248 mg/dl. The customer did not know if the same fingerstick was used to obtain the second fingerstick sample. The nursing staff did not believe the result of 516 mg/dl to be accurate and believed the result of 248 mg/dl to be the accurate result. The customer did not know if the patient was treated based on the erroneous result. No adverse events were alleged to have occurred with the patient. Valid, passing controls were tested on the meter within 24 hours of the event. The customer's product was requested for investigation and replacement product was sent to the customer. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The customer's meter was returned for investigation. The returned meter was tested with retention test strips (lot 475308), retention controls, and a retention battery. Control ranges: level 1: 30 - 60 mg/dl, level 2: 261 - 353 mg/dl. Results: level 1: 43 mg/dl, 43 mg/dl, 43 mg/dl, level 2: 302 mg/dl, 299 mg/dl, 298 mg/dl. All results were within acceptable ranges. No information was provided that would point to a cause for the result discrepancy.